Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd ultra-fine¿ ii insulin syringe experienced a deformed plunger and unable to inject insulin. The following information was provided by the initial reporter, translated from portuguese to english: that came with the plunger rubber damaged, dented and crooked, so that the amount of insulin is different from the ideal.

Event description:
It was reported that 5 of the bd ultra-fine¿ ii insulin syringe experienced a deformed plunger and unable to inject insulin. The following information was provided by the initial reporter, translated from portuguese to english: that came with the plunger rubber damaged, dented and crooked, so that the amount of insulin is different from the ideal.

Manufacturer narrative:
H.6. Investigation summary: visually reviewed the return samples and observed investigation performed based on the photos provided (photos attached matches with return samples) will satisfy with return samples. No further investigation required on the return samples. H3 other text : see h.10.

Event description:
It was reported that 5 of the bd ultra-fine¿ ii insulin syringe experienced a deformed plunger and unable to inject insulin. The following information was provided by the initial reporter, translated from portuguese to english: that came with the plunger rubber damaged, dented and crooked, so that the amount of insulin is different from the ideal.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned four photos of the 30gx8mm bd syringe. The customer reported plunger rubber damaged, dented, and crooked, so that the amount of insulin is different from the ideal. The photos were examined, and the stopper appears to be damaged (crooked/slanted) inside of the syringe. A review of the device history record was completed for batch #1123322. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (difficult/unable to operate). A definitive root-cause could not be determined.